Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital, because there was no noted product malfunction. Dinapt adaptors are no longer packaged with the swan ganz pacing catheter, but are available in a separate package, and the facility is aware of this change. These catheters are typically inserted in patients who are either bradycardic or are undergoing a diagnostic procedure and need to be temporarily paced. They can also be placed emergently when a patient is experiencing hemodynamic instability. Therefore, an inability to locate the dinapt adaptors could lead to a delay in pacing, causing prolonged periods of bradycardia or hypotension, which has the potential to be associated with poor patient outcomes. Lot number was not provided, therefore review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective actions will be taken at this time.

Event description:
It was reported that the bipolar pacing swan-ganz catheter was put in an unstable patient, but the user was not able to locate the dinapt universal adaptor pins. Two more catheters were opened looking for this item. Eventually, they found an adaptor and the product worked appropriately. The patient status is stable. Device will not be returned as there was no defect with the item.